Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lap chole procedure, the device misfired. There were no patient consequences. Case completed with another device of the same product code.